Event description:
The customer contacted physio-control to report that their device did not have voice prompts when powered on. Without voice prompts, the end user would not receive instructions on how to use the device and, as a result, may not be able to deliver defibrillation therapy to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4): physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. It was later confirmed by the customer that the device has been returned to the distributor for a credit towards a replacement device.the device has not been returned to physio-control. The cause of the reported failure could not be determined.